Event description:
It was reported that this right atrial lead exhibited farfield oversensing. Due to this, inappropriate atrial tachy response (atr) episodes were recorded. Reprograming of the device was discussed. This lead remains in service. No adverse patient effects were reported